Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a compromised force sensor system alarm while inserting the reservoir into her insulin pump. The customer did not drop or bump their insulin pump. There was also no damage to the drive support cap. Customer's blood glucose was 414 mg/dl. No additional information provided.